Event description:
The account alleged that the bed will go into trendelenburg on its own. No pt impact.

Manufacturer narrative:
Technician suggested the account look at the footboard for damage or stuck keys. No further information is available on the repair of the bed at this time.